Manufacturer narrative:
The na electrode lot number and expiration date were requested, but not provided. The field service engineer replaced the system reagent tubing and 2 valves. No further issues occurred after these actions. The investigation could not identify a product problem. The cause of the event could not be determined. The issue was resolved after the service actions were performed.

Event description:
The initial reporter stated they received questionable results for approximately 111 patient samples tested with the na electrode on a cobas 8000 ise 1800 module. Examples are provided for 5 patient samples with discrepant na results. The first sample initially resulted in a na value of 134 mmol/l and it repeated as 142 mmol/l. The second sample initially resulted in a na value of 134 mmol/l and it repeated as 144 mmol/l. The third sample initially resulted in a na value of 134 mmol/l and it repeated as 140 mmol/l. The fourth sample initially resulted in a na value of 131 mmol/l and it repeated as 138 mmol/l. The fifth sample initially resulted in a na value of 131 mmol/l and it repeated as 137 mmol/l.